Event description:
After crossing the lesion with the cypher, upon inflation, the stent failed to inflate. Upon withdrawing the system and closer inspection, a crack on the hub was discovered, so it leaked when they attempted to deploy it. There was no damage to the packaging noted by the customer.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.